Manufacturer narrative:
One fogarty embolectomy catheter was sent to our product evaluation laboratory for a full evaluation. As received, part of the balloon latex, distal bushing, and distal winding were completely detached from catheter body and not returned. Part of the balloon latex remained attached at the proximal windings. Part of the catheter tip was also broken off and not returned. No other visible damage was observed from catheter the manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, the balloon of this fogarty embolectomy catheter could not be inflated. Then, the catheter tip was found to be broken. The issue was solved replacing with a new unit. There was no allegation of patient injury. The device was received for evaluation. Part of the balloon latex, distal bushing, and distal winding were completely detached from catheter body and not returned. Part of the catheter tip was also broken off and not returned.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). Based on further engineering investigation, as part of the manufacturing process the units go through balloon and catheter inspections. Based on the available information there is no evidence that supports or confirms the failure mode is associated o a manufacturing or design defect.